Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient had metal liner removed and was given an altrx liner and a ts ceramic head. Doi: 2003; dor: (B)(6) 2018; left hip. No surgical delay.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4). Added: event, brand name, common device name, procode, (pro/lot, UDI and expiration date), type of reportable event, device manufacture date and (patient/device code).

Event description:
Pfs alleges difficulty ambulating. After review of medical records, patient was revised to address failed left total hip arhtroplasty with possible trunnionosis. On 1/30/2018, the visual evaluation for the capsule about the rim of the acetabulum appeared to be uninflamed. After extracting the liner from acetabular shell, they noted that it has no wear, metallosis and corrosion. Morse taper have the same results. Laboratory results for cobalt-chromium were also provided, these confirmed that there was no high metal ions in the patients blood.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.